Event description:
It was reported that pump alarmed downstream occlusion when connected to the patient's line in chest and the pump runs when not connected to patient's line. There was a patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed.